Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to occlusion of device or native vessel.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. While the physician used a reliant balloon, a blood clot was scattered, and that occluded the right internal iliac artery. No information was provided if it was a complete blockage or not. Reportedly, the left internal iliac artery was coiling embolized, but no information was provided regarding the patient¿s blood flow. The patient tolerated the procedure. The physician is monitoring the patient.